Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and that a cartridge change error occurred during the load sequence. Additionally, it was reported that multiple false no insulin delivery alarms occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support. No additional patient or event information was available. The customer reverted to an alternate method in insulin therapy.